Event description:
Upon removing the infusion tubing from the packaging a black residue was noted in the cap. The set was not used on a patient. Another tubing set was obtained and used for the patient. Bd alaris infusion set 24045578.